Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . During a routine follow up appointment on (B)(6) 2019 there was 4 years and 5 months remaining longevity. The physician will monitor the patient over the home monitor equipment (latitude). The device remains implanted and in service. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . During a routine follow up appointment the in july 2019 there was 4 years and 5 months remaining longevity. The physician will monitor the patient over the home monitor equipment (latitude). The device remains implanted and in service. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.